Manufacturer narrative:
Broken power inlet module with exposed sharp edges.

Event description:
It was reported by service report that the bed was not receiving a/c power. No patient involvement or adverse consequences reported.